Event description:
The reporter states that she obtained blood glucose comparisons with results 149 mg/dl, 364 mg/dl, 156 mg/dl and 147 mg/dl on the accu-chek compact plus system. The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.